Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f unknown delivery system following a concomitant atrial fibrillation (af) ablation procedure. It was reported the patient's baseline rhythm was atrial fibrillation. During deployment of the amulet, the lobe was noticed to be off axis and the device was partially recaptured. During the second deployment attempt after correcting deployment axis, the disc was deployment but did not reach the coumadin ridge. The device was partially recaptured a second time and redeployed more proximal in the left atrial appendage. The device was redeployed a third time and device positioning and stability were confirmed. After a tension test was performed, the device was released with good occlusion and the delivery system was removed from the patient. An intracardiac echocardiography catheter was advanced into the right ventricle and confirmed no effusion. It was reported the patient's activated clotting time levels were 250-350 seconds and they were administered heparin. Patient was taken to recovery in stable condition. It was reported 30 minutes following procedure, patient was coded for chest pain followed by pulseless electrical activity and cardiopulmonary resuscitation (CPR) was performed. A decision was made to perform a pericardiocentesis and 50ml were drained from the patient. It was reported CPR was continued and the patient was brought back to lab where additional CPR was performed. The patient stabilized shortly and was about to be returned to recovery before being coded again. Additional CPR was performed and 3l of blood was drained from the pericardial tap. It was reported the patient passed away 3 hours after the initial code with cause of death due to cardiac tamponade and pulseless electrical activity. The physician believed the patient had an extremely weak heart and potentially experienced a large perforation in either the left or right ventricle related to CPR procedure.

Manufacturer narrative:
An event of chest pain followed by pulseless electrical activity and patient death were reported. The amulet lobe was noticed to be off axis during deployment and the device was partially recaptured and was redeployed three times. The device positioning and stability were confirmed and the device was released with good occlusion. There was no effusion noted after removal of delivery system. 30-minutes after procedure patient was coded for chest pain followed by pulseless electrical activity and a cardiopulmonary resuscitation (CPR) was performed. A pericardiocentesis was performed and 50ml was drained from the patient. It was reported CPR was continued and the patient was brought back to lab and additional CPR was performed which stabilized the patient. An additional CPR was required and 3l of blood was drained from the pericardial tap. The patient was expired three hours later. It was reported that the cause of death was due to cardiac tamponade and pulseless electrical activity. Information from field indicated that the physician believed the patient had an extremely weak heart and potentially experienced a large perforation in either the left or right ventricle related to CPR procedure. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from field indicated that the resuscitative actions were believed to be the cause of later effusion and tamponade. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na